Event description:
Procedure type: lobectomy. According to the reporter: after the 6th firing, it was confirmed the bronchial tube was not transected and the staples were malformed. Opened new cartridge, but the same trouble occurred. Procedure was converted from hybrid vats to open. The bronchial tube was sutured manually. No bleeding. No tissue damage. No add'l tissue loss. Nothing fell into cavity. No pt harm. Operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).